Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring chest tube placement and hospitalization. The biopsied lesion was 1.3cm in size and located in the left upper lobe. The ion procedure was completed as planned. Post procedure, a 3cm pneumothorax was identified; therefore, a 14 french chest tube was inserted. The patient was hospitalized for 2-3 days then discharged home. Per the physician, the pneumothorax occurred because of the difficult location of lesion and it could have potentially occurred via another biopsy modality. Per the physician, there was no malfunction of the ion system, instrument, or accessory.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.